Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump was explanted due to signs of an infection at the device site. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved at the time of this report; the device would be replaced once the infection healed. It was noted that the explanted device was discarded of. No further complications have been reported as a result of this event.